Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's device had exhibited battery depletion (bd) code. Remote analysis was performed and it was determined that the code was a result of excessive magnet applications. Analysis indicated that the code and beeping tones can be cleared. System still in service. No adverse events.